Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. H.6. Investigation summary: DHR: a total of 225,210 units were manufactured on afa 4 from (B)(6)18 through (B)(6)18 and packaged on packaging line 10 (B)(6)18 through (B)(6)18. All challenge, set up and in process samples were performed per quality control plan and all passed per specifications. Received a total of 157 iag bc 24ga units - 50ea on 3 dispensers and 7 on a plastic bag. The units were within sealed packages and their components were intact. 100% visual inspection was performed and no physical-mechanical damage was observed on any of the components of the units received. Water-leak test was performed as follows: 53 of the adapters were connected to the male slip luer test fitting. No leakage was observed on any of the areas of the units. 54 of the adapters were connected to a lab provided q-syte unit and to the male luer slip luer test fitting. No leakage was observed on any of the areas of the units. Conclusion(s): there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked "where the needle connects to the tubing." No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked "where the needle connects to the tubing." No serious injury or medical intervention was reported.